Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and the treatment were not reported. One day after onset, the patient was hospitalized for the event. At the time of this report, the patient was recovering and physioneal/extraneal therapies were ongoing. No additional information is available.